Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that customer received a failed battery test alarm. Customer's blood glucose was 243 mg/dl. During troubleshooting for failed battery test, it was found that battery contacts were not missing or damaged. Neither battery compartment nor spring were damaged or corroded. After troubleshooting and cleaning battery cap contact with alcohol, customer was not able to clear alarm. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
All operating currents were within specification. No unexpected failed battery test alarms were noted. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.